Event description:
It was reported that there was a fast ventricular tachycardia (fvt) episode, and an atrial tachycardia/atrial fibrillation (at/af) episode, and it was questioned whether they were true episodes. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.